Event description:
The core impaction drill was returned by the customer without complaint, after receiving their own back from repair. Upon eval at the MFR, it was found to overheat. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
The device overheated due to worn driveshaft bearings which will cause heat as a result of friction.